Manufacturer narrative:
Initial and final MDR 1898479 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusions set tube leakage at site/patch on event on (B)(6) 2024. Infusion set has been used for 1 - 3 days. The blood glucose level was 350 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.